Manufacturer narrative:
The subject device was not returned to olympus medical systems corporation (omsc) for evaluation. Therefore, omsc could not evaluate the subject device. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. The exact cause of this issue cannot be conclusively determined. But based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a pancreaticoduodenectomy. At the end of the procedure, the ptfe pad of the device was separated. The procedure was completed without another or a similar device. There was no patient injury reported.